Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The customer's blood glucose reading was 299 mg/dl during the call. The customer also stated that insulin leaked from the reservoir. The customer was unable to troubleshoot during the call and he was advised to call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.